Event description:
It was reported that the patient presented for a follow-up in clinic for a revision procedure. It was noted that the right atrial (ra) lead was over-sensing noise leading to pacing inhibition. The patient was asymptomatic. The ra lead was capped, and a new ra lead was successfully implanted on (B)(6) 2023. The patient was stable throughout the procedure.